Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported by the sales rep that during a gastric bypass procedure, when using the stapler for the fifth firing, the stapler got stuck and jammed upon firing. Had to use the reverse knife blade to bring the knife blade back and remove the stapler. The anvil side of end effector was damaged. Lost visualization due to liver blocking view. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m53u2w. The analysis found that one psee60a device was returned with the anvil bent upwards. Furthermore the anvil knife slot was noted to be damaged. No cartridge reload was present. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. No further functional test could be performed due to the condition of the anvil however a dry fired was performed to test the functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The batch record was reviewed and no anomalies were noted during the manufacturing process.